Manufacturer narrative:
Technical support contacted biomed, who reported he found that the video board was not fully seated. Biomed unseated and re-connected the video board and the system is now working with no further problems.

Event description:
On (B)(6) 2013 customer states via phone that during an unk procedure the fluoro failed. The physician was able to complete the procedure without using fluoro. No pt details are known. No reported injury.